Event description:
An engineering investigation was initiated based upon field failures of low voltage pins on the device-end connector of standard paddles and therapy cables attached to the product. A failure of a pin on the paddles or therapy cable could result in an inability to provide therapy to a pt.